Event description:
The customer reported via phone call that they had a auto off alarm. Customer stated the alarm was programmed for 15 hours, but occurred before the 12 hour mark. Troubleshooting also found the customer received a low reservoir alarm when they should not have. Customer's blood glucose was unknown. The customer stated they would monitor the insulin pump. Customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.